Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is dissatisfied with the recent inflatable penile prosthesis (ipp) implant. The patient was provided instructions on how to inflate the device, and was only able to successfully inflate the device for about 15 minutes. The patient is also dissatisfied about the device being unable to increase the length or girth of the penis, and was instructed by the physician that the size cannot change as the cylinders where measured to what could fit. The ipp remains implanted and active.